Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine (22 mcg/ day) via an implantable pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that the patient reported a lack of relief. They were not sure when the pump stopped helping them. It was unknown if there were external factors that contributed to the event. Diagnostics/troubleshooting performed included a dye study where no dye was shown in the intrathecal space. It looked like the dye was all accumulating in the pump pocket. The patient will be referred for full system revision but this has not been referred or scheduled at this point. The event was not resolved at the time of the report.